Event description:
Broken femoral introducer. No surgical delay. No pieces left in patient.

Manufacturer narrative:
The complaint states broken femoral introducer. No surgical delay. No pieces left in patient. The investigation confirmed the failure mode as reported. A complaints database search did not identify any anomalies. The returned part was transferred to bioengineering and a report was received stating the root cause is unknown. Continued post market surveillance will be carried out per sep 419 under the post market surveillance plan dva 107550 pmsp. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.